Event description:
An mr technologist suffered a fractured finger and a cut requiring stitches when a ferrous oxygen tank into the magnet room. The event involved a mobile mr system. At the time of the incident, a patient had just excited the van after the completion of a scan and the technician was administering oxygen to the patient once outside of the controlled access area of the magnet. The mr technologist returned into the magnet room carrying the oxygen tank in her hands. The technologist's hand was crushed between the magnet enclosure and the oxygen tank as the oxygen tank was pulled towards the magnet. The patient was not involved and no injuries were reported.